Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump cartridge ¿used up insulin too fast¿. There was no reported impact to customer's blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.